Event description:
Doctor was using a 635b handpiece and it came apart in the patient's mouth. The turbine and bur became lodged in patient's throat.

Manufacturer narrative:
Patient was taken to ER for treatment where they were able to remove the parts. Patient was reported to be in good condition. Patient did not require any medication, but requested an overnight stay at hospital. In 2008, doctor reported that patient was fine and he will see her in two weeks to complete dental work. Patient refused to return the components (turbine and bur) that allegedly lodged in her throat, therefore, a full evaluation could not be conducted.